Manufacturer narrative:
A ge rep evaluated the system and replaced the image processing computer. The system operates as intended.

Event description:
The customer reported a foul odor and smoke coming from the system, and the system did not complete boot up. No pt injury was reported.